Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1677, awareness date 21-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2008. Consumer had her second child in (B)(6) 2008 which was a rough pregnancy. She was advised not to become pregnant again due to the possibility of not being able to carry a third baby into full term. Immediately after essure insertion she started experiencing pelvic pain, bleeding and cramps. She notified her doctor who suggested it was normal and should give it a few days. She also, suggested for her to take ibuprofen for the pain. She also, noticed she began to have a metallic taste in her mouth, which she could not get rid of. By the time, she was 2 months of having the procedure done. She had severe bloating, which the doctor suggested was from regular weight gain and sent her to a nutritionist. No matter how hard she exercised and stood by her dieting she could not lose the weight and bloating. Frustration began and she was at her lowest mentally and physically. As time went by other symptoms began to progress. And she started having medical issues. These symptoms were as follows cramping, sharp pelvic pain, pelvic pain, constant spotting, discharge (no odor), all over body aches, nausea, bowel issues, migraines, tingling sensations throughout body, thigh numbness, dizziness, blurred vision, heartburn, brain fog, anxiety attacks, mood swings, severe bloating, tremors, unexplained fevers, metal allergies, skin irritations, heart palpitations, fallopian tube cysts, swelling of feet, hair loss and changes, insomnia, constant fatigue, sleep apnea, night sweats, painful periods and heavy periods. She felt as if she was an 80 year old woman between her age of (B)(6). Her body was shutting down. She lacked the energy, mood and stamina just to do basic daily activities. She was fatigued and in pain all of the time. She spent more time on her bed resting. She developed insomnia which took more of a toll with her fatigue. She napped at least 2-3 times a day during the weekends and after work when she arrived home. By the time night came she would crawl into bed having body aches, pain, fatigue, migraines and so on. There were many nights of unexplained tremors, fevers and night sweats. She barely had any sexual relationship with her husband because either it hurt during sex. She bled after sex, her libido was almost void and so on. She cried so many times, she could not even shed a tear now. For 8 years, she went to her gynecologist appointments to no avail of having essure removed. The doctors used to tell her that her chronic pelvic pains along with many of the symptoms were all in her head. One doctor suggested for her to go and see a therapist. She was depressed, sad being laying on her bed. On (B)(6) 2015 she had a bilateral salpingectomy. By the following day, the metallic taste was gone. She felt great and by the post-operative day 5 she felt as if she could literally run a marathon. She had and continue to have energy and by the post-operative week 5 she felt fantastic. Result and assessment of the product technical complaint investigation received on 11-nov-2015: this adverse event report is related to a product technical complaint (ptc). (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The reported medical event(s) are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and started having pelvic pain/ sharp pelvic pain and bleeding (interpreted as genital bleeding). She underwent a bilateral salpingectomy approximately 7 years after insertion. These events were considered serious due to medical significance and are listed in the reference safety information for essure. After essure insertion, pelvic pain and abnormal genital bleeding may occur. Given the positive temporal relationship and nature of the reported events, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since a surgical intervention was performed. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.